Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the anterior and posterior cuffs remained attached to the link and their respective needles. There was about three-quarter of an inch of monofilament suture remaining attached to the needle tip. The rest of the monofilament suture was not returned. These findings are consistent with successful needle deployment and suture retrieval, contradicting the reported needle-to-cuff miss. Based on the investigation findings, the device preformed according to specifications; therefore, the cause for the reported experience could not be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the complaint. There does not appear to be any indication of a lot-specific product quality deficiency. Since the device performed according to specifications, the possible cause for this complaint is undetermined. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The estimated date of the event was reported as occurring three weeks ago from (B)(6) 2011.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.